Event description:
Three weeks after my skin cancer surgery, the site became red and itching (the sutures were monocryl.) The healing process has slowed to a crawl. The treating doctor determined that the monocryl sutures are causing a reaction.